Event description:
Edwards received information that a cannula was inserted to the femoral artery for blood transmission to a pediatric patient with single ventricle (sv) for central shunt and tricuspid annuloplasty (tap) surgery. However, blood dripped from the overmold area between wire reinforced and non-wire reinforced sections of cannula body just after the extracorporeal circulation (ecc) was started. Therefore, the customer detached extracorporeal circulation and exchanged the cannula. The customer commented that the overmold area seemed to be distorted or torn from the beginning. No patient complications reported.

Manufacturer narrative:
Device evaluation is pending. A supplemental MDR will be filed when evaluation is complete.

Manufacturer narrative:
Results: a damaged area 1mm long was identified on the device. Leakage was observed from the damaged area. Additional manufacturer narrative: a through and through damaged area with a smooth surface, linear in nature on the radial surface, of 1mm long was identified on the device 6.6 cm from the tip. Functional testing of the cannula was performed and leakage was observed from the damaged area. The complaint condition was confirmed. A manufacturing defect or design inadequacy was not identified. A review of the device history records (DHR) revealed no related nonconformances. A manufacturing related cause for this event could not be confirmed. An attempt was made to duplicate the nature of the cannula damage by applying a sharp force to the cannula body with a scalpel. Although the complaint condition could be duplicated a definitive root cause for this event could not be determined. A review of the instructions for use (IFU) was conducted and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following warning: ¿do not use if device shows signs of damage (i.e., cuts, kinks, crushed areas), or if package is damaged or open.¿ edwards will continue to review and monitor all events and if action is required, appropriate investigation will be performed.